Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 8 years old and had never been returned for repair or maintenance. The inspection found the device operated normally. The investigation was unable to determine a cause of the reported complaint. This device, however, was overdue for preventative maintenance. The motor speed tested within specification, and no other factor can be attributable to the cause of the reported complaint. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since its purchase in 2003. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factor calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that "dr tried to take a graft, that graft was unusable." Add'l clinical follow up with the hospital indicated that the initial donor site harvest was "mangled and balled up." An explanation of "mangles" was the donor site tissue was torn, irregularly shaped, and was unusable. The dermatome blade was changed and a second, unplanned donor site harvest was completed, which resulted in tissue that was considered only slightly improved because it actually had a rectangular shape, even though it had holes and tears within the donor graft. This graft was used, but was not put through a skin graft masher, (i.e. The second donor site tissue was implanted as harvested). There was only a minimal increase in surgical time which was necessary to accomplish the blade change and re-harvest.